Event description:
"Customer stated ""thought she smelled something burning and went to get her pizza and sat back down and was still smelling the burning and realized her back was almost on fire"" customer did not seek out medical attention but did sustain a couple of blisters. The product was returned for investigation. The product was approx. 21 years 7 months old when the incident occurred. An investigation was done in response to the customers complaint. The inspector observed that everything was functioning, except for the thermostats, which were damaged from customer misuse. The inspector also found that the pad was dirty and bunched. These are common signs of misuse. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot."